Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing, confirming the reported clinical observation. Additionally, there was a proximal circumferential fracture likely due to excessive manipulation during use of the fiber. The distal circumferential fracture likely occurred due to tissue adhesion on the metal cap surface. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the aiming beam stopped working after 42,754 joules and 7:04min of use, due to a possible tip damage. The physician could have bent the tip when putting the fiber in and out of the scope. There was not much energy being emitted from the fiber. The procedure was completed with a second fiber without patient complications. The fiber was returned for analysis and the testing conducted identified a circumferential fracture at the distal and proximal side of the fiber/cap fusion zone. A distal circumferential fractures has the potential for forward firing.